Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Subsequently, a minimum fill notification occurred after filling the cartridge with 180 units of insulin. Subsequently, a cartridge alarm (alarm 06) occurred. Reportedly, the customer was not outside of the labeled operating altitude range. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 70 mg/dl.